Event description:
It was reported that the patient experienced a shocking or jolting sensation when they were standing in the kitchen. The symptoms had a sudden onset. The first shocking experience happened approximately 1.5 years prior to the report. They were just standing and they were zapped multiple times and it took a while for the patient to get their programmer and turn the implantable neurostimulator (ins) off. The patient was in a puddle of sweat at this point. The patient was still experiencing single zaps but there didn¿t seem to be any pattern to them. There was no known accident or incident related to the shocking. The patient had experienced a couple of falls but they all happened after the initial shocking occurrence. The patient had their device checked and they were told everything checked out fine. The patient experienced a few zaps while driving to the appointment and they had to pull over once. The device was on while they were driving. The patient¿s ins site was also sore and their back hurt. The soreness at the ins site started around (B)(6) 2011 and the back pain started around (B)(6) 2015. They had received cortisone shots prior to the date of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v612887, implanted:(B)(6) 2011, product type: lead. (B)(4).